Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1134180. D4: medical device expiration date: 2026-04-30. H4: device manufacture date: 2021-05-14. D4: medical device lot #: 1181113 . D4: medical device expiration date: 2026-05-31. H4: device manufacture date: 2021-06-30. Investigation summary: since no samples displaying the reported condition were received and the complaint is an inquiry into product assembly root cause determination and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported before using the bd plastipak¿ luer-lok¿ syringe there was foreign matter on the device plunger. The following information was provided by the initial reporter. The customer stated: "before using the syringes, we noticed there is some kind of moisture on the plunger. We assumed that it could be silicone oil, but we were not sure as we could not find indication about it in any of the product data sheets/specifications.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before using the bd plastipak¿ luer-lok¿ syringe there was foreign matter on the device plunger. The following information was provided by the initial reporter. The customer stated: "before using the syringes, we noticed there is some kind of moisture on the plunger. We assumed that it could be silicone oil, but we were not sure as we could not find indication about it in any of the product data sheets/specifications."